Event description:
Severe post-procedural infection [post procedural infection]. Surgical incision opened [wound dehiscence] became septic [sepsis]. Case description: spontaneous report was received on (B)(6) 2010, from a physician via a company rep regarding a (B)(6) female pt, initials unk. The pt's medical history is significant for pregnancy. On an unspecified date, the pt underwent a cesarean operation for delivery of baby. The hcp reported that seprafilm was placed at the uterine incision (unk if placed at other sites) and then the incision was closed. Afterwards, the pt experienced severe infection and became septic (onset unk). The incision opened and the hcp had to go back in and perform abdominal hysterectomy. The hcp assessed the events to be "possibly" related to seprafilm use in the pt. At the time of this report, no further details were available. MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.